Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this is not a reportable issue as the malfunction did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Event description:
Upon receipt of additional information it has been determined that this is not a reportable issue as the malfunction did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a biomet juggerloc bone to bone was inserted according to the prescribed surgical technique. The green inserter handle was removed and the surgeon began pulling on the tight rope loop, moving the button towards the plate. As it neared the end of the suture loop it stopped moving and would not continue moving to gain compression of the syndysmosis gap. The surgeon tried many times to get it moving, but could not, leaving about three (3) mm gap between the button and the plate. The surgeon cut the device out and replaced with the biomet ziptight.